Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: "involved a 83 year-old male patient, incident occurred on the (B)(6) 2022. The 2 tips did not fit into each other as they should. There was no clinical consequence for the patient. The tavi procedure was successful." Additional information on 27jun2022: the bypass tube was not entering into the sheath hub (MDR manta). A second manta was used (MDR 3010252479-2022-00301 manta), but same issue, and a third one was used. For the third one (MDR 3010252479-2022-00302 manta), the doctor forced a bit but manage to introduce the bypass but not to the end. Associated to: MDR 3010252479-2022-00301 manta; MDR 3010252479-2022-00302 manta.

Manufacturer narrative:
Two units of manta were returned for investigation. Blood particulates were noted on all the units. The units were decontaminated and inspected. Unit 1: the lever was engaged. Components were pushed out of the lumen. Manta was not locked into the sheath. Unit 2: manta, sheath, and dilator were returned. Lever was not engaged. The valve was torn. No resistance observed when the manta was functionally tested for advancement. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was deployed for closure. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve of the manta sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.